Event description:
The field service center reported the ventilator's turbine did not run with an audible alarm. It is unknown if the ventilator was connected to a patient when he reported problem occurred.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.